Event description:
It was reported that pump had unresponsive touchscreen during unlocking that caused repeated actions. There was no additional information provided regarding further impact to the customer¿s blood glucose level. Customer declined troubleshooting with Technical Support, no further follow-up information was obtained, and case was documented and closed with no additional corrective actions reported.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.